Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged. It was determined that the lead had perforated the ventricle, resulting in pericardial effusion and hematoma. An emergency thoracotomy was performed. The lead was not used, and a different lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.